Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the poly was swapped on (B)(6) 2020 due to a swollen knee and cloudy secretions. During the procedure, the surgeon noticed that the patella tendon was ruptured and did not have proper quad function. Due to this, as well as the presence of possible infection, the surgeon decided to remove all implants and put in a static antibiotic spacer until the knee can be revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Product details of unk attune knee tibial insert? -the insert taken out was ref (B)(4) lot 8802388 2. Were there any depuy instrumentation that broke during surgery? If yes, please provide the details. -no instruments were broken during surgery. 3. Please clarify if the (B)(6) 2020 revision was due to pain, swelling, wound secretion and infection or was it due to infection only. -originally, the poly was swapped on (B)(6) 2020 due to a swollen knee and cloudy secretions. During this surgery (B)(6) noticed that the patients patella tendon was ruptured and they did not have proper quad function. Due to this as well as the presence of possible infection he decided to remove all implants and put in a static antibiotic spacer until he can revise the knee. I cannot confirm the culture results (infection) because I do not have access to that information.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, g5 and h6 (patient) corrected: h6 (patient) by removing edema and wound secretion. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address pain and the doctor noticed swelling in the knee joint with cloudy fluid draining out of the knee. The doctor performed a poly swap on (B)(6) 2020 (B)(4). Surgeon decided to take out all implants and put in an antibiotic static spacer in to remedy the infection before revising at a later date. No surgical delay reported. Doi: (B)(6) 2020 (all other implants) and (B)(6) 2020 (insert), dor: (B)(6) 2020, right knee.